Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 -(B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported after the implant, the patient was not able to feel his legs. It was noted that the patient experienced a loss of reflexes in the lower extremities. It was noted that an ¿emergent¿ MRI was performed. It was noted that after the MRI, no product complaint or diagnosis was made. It was noted that the patient began to regain feeling in his legs before the manufacturing representative left. It was noted that the product stayed implanted. Additional information received reported that the patient was beginning to regain feeling, but his battery was not programmed.